Event description:
The customer's husband contacted nephron pharmaceuticals corporation regarding a product complaint associated with their ez breathe atomizer on (B)(6) 2013. He reported that his wife used the atomizer immediately after removing the device from the box to alleviate her asthma symptoms. He added that the device did not produce an aerosol mist to alleviate her asthma symptoms, and his wife required medical treatment at the hospital for her asthma attack. The patient's past medical history is significant for asthma. During the follow-up phone call, the patient's husband reported that she required medical treatment previously for asthma after another atomizer failed to produce an aerosol mist. As a result , two medial device report medwatch 3005a forms will be submitted to the FDA at this time.